Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience pro a/alpine, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, eccentric, de novo lesion in the distal left main coronary artery. A non-abbott drug-coated balloon was used in the distal left main coronary artery, and a small dissection was noted. A xience proa stent delivery system was then advanced and the stent was deployed without issue. A few minutes after the procedure concluded when the patient was in recovery, it was noted that the patient was unresponsive. No peripheral pulse was palpable, and resuscitation was started. The patient was under ongoing resuscitation and a second intervention of the left main coronary artery was necessary; however, the patient expired. The physician confirmed that the death of the patient had nothing to do with the xience proa stent. No additional information was provided.